Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. They reported that their readings were elevating over a period of couple of months. They decided to replace the meter battery because they felt the meter was reading inaccurately. They reported accidentally setting the meter to mg/dl when the battery was replaced. They assumed that the meter was still reading inaccurately and decided not to seek any medical attention. They decided to cut down on food and take more medication. Pt takes 16 units of insulin at 8 am and 6 to 7 units between 7 to 9 pm. In 2004 they had obtained a 68mg/dl, believing that it was 6.8mmol/l (122mg/dl). They had no symptoms at the time of testing. They had eaten their usual breakfast of cereal, dried apricots, and prunes. Later that day they recall stepping out side with a neighbor and upon returning they had collapsed inside their home. They believe they had passed out at around 10:30 am. Family member had decided to visit, since they had been unable to reach pt by phone. Family member had gained entry into pt's home at 3 pm. No tests or treatment were done prior to the emergency medical tech arriving. Pt could not recall if a test was performed; however they were treated at home and not taken to the hosp. The pt did not allege harm. Based on the info supplied by the pt, there is no indication that the product malfunctioned. However, the event meets the criteria for a medical device reportable. They did experience injury and medical intervention due to user error. Issue was resolved through troubleshooting. Pt's meter was replaced.